Manufacturer narrative:
During testing and investigation, leakage was noted form the disposable batteries in the battery compartment. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned by the customer contact to the service center with a report of corroded boards and contacts from spillage. This is not a reportable malfunction. However, during verification testing at the service center, leakage form the disposable batteries was noted in the battery compartment of the device.